Event description:
Reporter alleged obtaining a blood glucose results of 90 mg/dl on the aviva system and then taking 15 units of insulin based on a sliding scale. Reporter stated that 8 hours later, she obtained another blood glucose result 102 mg/dl and 105 mg/dl on the same system, but felt hypoglycemic symptoms. Reporter stated a paramedic in her office took her to the hospital, where they obtained a result of 60 mg/dl on their meter 1 hours later and treated her with a glucose shot. Reporter stated she took a nap, ate dinner, and was then released from the hospital two hours later. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.